Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the trocar was not able to let irrigation pass through during a procedure. The procedure was completed after replacing the trocar. There was no patient harm. No additional information is expected.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. Only two 25 plus gauge(+ga) trocars, vent infusion cannula in a small part tray and a cut-off tray label were returned. Surgical residue was observed on the tip of the trocars. The 25+ga infusion cannula line and the 25+ga probe from the lab stock could be inserted into the trocar. No occlusion was found in the valve entry system(valved trocars) that would contribute to the reported event. The customer reported irrigation did not flow through the trocar. It should be noted only the vent infusion cannula was returned for evaluation and two 25+ga trocars. The vent infusion cannula was inserted into the trocars for fluid test. Fluid flowed passing the infusion cannula tip. No anomalies were observed. The root cause of the customer's complaint could not be established; fluid flowed through the returned vent infusion cannula and trocars. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).